Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient presented with mammary ptosis and underwent replacement with 350cc mentor memorygel breast implant, catalog # 3503504bc, left serial # (B)(4) and right serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the device it was observed a crease on the anterior view expanding to the posterior view also a tear within crease was observed in posterior view measuring approximately 0.1 cm. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 200cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation and right-sided capsular contracture (baker grade 4). The diagnoses were confirmed by a medical professional. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.